Event description:
It is reported that a customer received a battery-out alarm on their insulin pump even after replacing the batteries with new ones. The patient's blood glucose level was at 133 mg/dl at the time of the call. The customer stated that the screen of the insulin pump was fogged up from the winter cold and may be damaged from moisture in the pump. The customer was assisted with the issue and the insulin pump passed all test functions. The customer was advised to monitor the pump for any further issues. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.